Event description:
Baxter received a report from a director of pharmacy involving an automix 3+3 compounder. According to the facility, the unit was inspected and was reportedly found to have an umb (umbilical) cable that is not frayed but "looks like it will become frayed". This issue happened before use with no patient involvement. The unit is being swapped. There was no patient impact. No medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "umbilical cable looks like it will become frayed" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.